Event description:
The pt reported that back in 2002 taking insulin based upon a result from the suspect device when testing the blood glucose and passed out and was taken to the hosp. The glucose at the hosp was 24 mg/dl and was treated with dextrose. Level 1 glucose control was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.